Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Reportedly, customer lost consciousness, cut there hand, and their parent called the paramedics. Paramedics checked customer bg readings and co2 levels and stayed with patient until they were conscious. The customer consumed carbohydrates to address the low blood glucose level. A pump log review was performed and the pump is functioning as intended.